Manufacturer narrative:
Date of event is unknown. (B)(4).

Event description:
The sales representative indicated that the cartridge would not fit easily into the injector. The lens was not implanted and there was no patient contact. The product pertaining to this complaint was not returned for evaluation. Without the returned product, the complaint cannot be confirmed. The device history record showed no other issues were found with the product, sterilization, and final packaging of this work order.